Manufacturer narrative:
H10: h3,h6: one 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. T1, t2 and suture were not returned. The device had visible damage to the delivery needle. The device no longer cycled or actuated properly due to needle damage. There was bio matter wedged inside the needle track underneath the actuator. This is symptomatic of probing. It can impede proper anchor movement. Per instructions for use ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that, during a meniscus procedure, one of the fast-fix anchor was deployed; however, the second anchor could not be deployed. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.